Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport duo MRI implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, five electronic photos were provided for review. The photos shows a powerport duo kept inside a package along with complaint mail copy with issue details. Blood residue were noted throughout the device and the packaging. The investigation is confirmed for the reported extravasation and the identified material protrusion issues, as one of the port septum was partially dislodged from the port body and a leak from the port body was noted upon infusion of the partially dislodged port septum. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four days post port placement, the device allegedly had an extravasation. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that approximately four days post port placement, the device allegedly had an extravasation. The current status of the patient is unknown.